Manufacturer narrative:
Manufacturers ref (B)(4). The event is no longer reportable as additional information states that the thrombus is located outside the devices. The complication had no direct involvement of zta. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 16sep2024: the thrombus is outside of the devices.

Event description:
Description of event according to study: procedures prior to the zta implantation as part of the overall strategy for repair of the treated disease: prior bevar (branched endovascular aneurysm repair) and tevar (thoracic endovascular aortic repair) which will be repaired during current visit. Follow-up clinical assessment for: 6-month follow-up visit (01jul2019). Since the last visit, has the patient had any new medical problems or adverse event? Yes. Is there any evidence of thrombus? Yes. If yes, indicate location(s): proximal component (zta-p/pt-) and distal component (zta-d-). Patient outcome: no treatment at this time = yes.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.